Manufacturer narrative:
Product ID: 3389-28, lot# b0860008k, implanted: (B)(6) 2009, product type: lead. Product ID: 3389-28, lot# b0865371k, implanted: (B)(6) 2009, product type: lead. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 64002, lot# 0208391864, product type: adapter. (B)(4).

Event description:
The patient had recovered from the event without sequelae.

Event description:
It was reported there was a stimulator pocket infection. The stimulator functioned as expected; however, it was also noted there was a possible perforation of the stimulator probably due to an infection. The patient noted fluid leakage was present for two to three weeks. There was an unknown infection and it was unknown if a culture was taken or if antibiotic treatment was necessary. The stimulator was explanted and there was a prolongation of existing hospitalization, emergency room visit, and unscheduled clinic visit. Floxapen was administered as an intervention. The product issue was not resolved and the patient status was alive with injury. The infection was related to the procedure and not related to the stimulator. The outcome was not resolved, if additional information it received a follow-up report will be sent.

Event description:
Additional information received reported the entire device system was examined and explanted on (B)(6) 2015.